Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch ultra2 meter displayed an error 2 - meter issue message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began in the evening of (B)(6) 2016 when an error 2 message was displayed on the subject device when the patient attempted to measure her blood glucose. The patient stated that she manages her diabetes using insulin (self-adjuster) and it is unclear if she made any changes to her usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of light-headed, blurred vision, shaky and sweaty approximately 1 hour after the alleged issue began, and reportedly self-treated with 20 units of novolog insulin at 5pm and a further 20 units of lantus insulin at 9pm in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the device and there had been no misuse. The csr was unable to resolve the issue during troubleshooting. The subject device was requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.